Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 5. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On 2023-12-13, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and inflammation. No further patient complications were reported.